Event description:
It was reported that the patient passed away due to respiratory failure. The patient had a recent fall with unstable cervical fractures and was admitted to the hospital with fluid volume overload and restrictive lung disease which led to hypercarbic respiratory failure. It was stated that the outcome was not device or therapy related. There was no additional information provided, and an autopsy was not performed. No log files were obtained. The pump was not explanted and would not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: health effect - clinical code corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. No autopsy was performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including respiratory failure. No further information was provided. The manufacturer is closing the file on this event.